Manufacturer narrative:
Additional information: no intervention required to remove balloon following rupture. The device was safely removed from patient. No vessel damage noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation the device returned with a longitudinal tear to the balloon. The balloon folds were open. There was no presence of lead in marks on the balloon material. A tactile test did not detect any kinks or abnormalities along the length of the catheter. A 0.035inch guidewire was loaded via the distal tip but was unable to be advanced due to hardened blood in the lumen. There was slight deformation to the distal tip consistent with use of the device. Negative purge did detect a presence of a leak on the device. The device was pressurised to 2atm and a leak was observed from the balloon. It was not possible to inflate the balloon. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use an inpact admiral dcb during procedure to treat a moderately calcified lesion in the mid superficial femoral artery (sfa) with 80% stenosis. The vessel was moderately tortuous. A non-medtronic inflation device was used. There was no damage noted to packaging. There was no issue noted when removing the device from hoop/tray. The device was prepped per IFU with no issues identified. It was reported that balloon burst occurred during balloon inflation. A pinhole burst was noted at 8atm. All fragments of the balloon were retrieved. Lesion was predilated with a 5x150 nanocross. Physician attempted to inflate the dcb. Burst occurred almost as soon as it was inflated. The device was removed entirely and stented with a 8x40 everflex to complete the procedure. There was no patient injury.